Event description:
Due to a programming error on a pca pump at 2:00 am, the pt rec'd morphine sulfate at 10 mg/hr over about eight hrs, instead of 2 mg/hr and 1 mg q15min. The error was discovered when the pt was cyanotic and unarousable when he returned from x-ray at 10:00 am. For the previous two hrs he had been awake and following commands. Narcan was administered and the pt was transferred to the ICU. He aspirated into the right lung, requiring prolonged ventilatory assist and a six-week stay in the ICU before he was successfully weaned from the ventilator. The pt recovered without sequelae.